Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Oneac 2000xau, ups replacement battery, list number 03p22-04, is a third party line conditioner and a non-abbott part. The replacement ups, one ac, list number 4h3301, is the abbott recommended line conditioner for the cell-dyn 3200 system. The leaking tubing on the cell-dyn 3200 caused or contributed to the burnt ups. The product labeling provides guidelines for proper cell-dyn 3200 system installation and placements to avoid electrical hazard incidents. A historical complaint search was performed and it was determined that this is an isolated incident. No non-statistical trend was found. No product deficiency was identified.

Event description:
The customer stated that liquid leaking from loose tubing on the cell-dyn 3200 analyzer spilled onto the uninterrupted power supply (ups) which showed evidence of burn marks. A burning odor was also observed. The loose tubing was tightened to resolve the issue and a replacement ups was ordered. No injury was reported.